Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged not sleeping, itching, pain, constant headaches, itchy nose, sneezing, itchy eyes and tearing, and coughing. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5104355) alleging itching, pain, not sleeping, constant headaches, itchy nose, sneezing, itchy eyes and tearing, and coughing, mucus, and distress an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant on the top enclosure, an unknown dust contaminant was observed inside the inlet of the blower box, on the top enclosure, ui panel, pca, on the top of the blower box, bottom enclosure, rear panel, blower, blower seal, and blower box. Hair-like particles were observed on the rear panel, bottom enclosure, and blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified.